Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that after implantation the physician saw an edge on the stent body. The physician feels there may be a stent fracture. No patient injury is reported. Evaluation summary: the cine provided did not show evidence of a fracture. However the deformation displayed on the cine appears to be an uneven expansion (offset) of the stent. Please note that this device (protégé everflex stent with entrust delivery system) is not marketed in the united states; however, the stent is similar to the stent in the united states marketed device (protégé everflex) approved under PMA # (B)(4). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.'